Event description:
Report received from USA stating that the device had a heat problem. The device was not used in surgery. It is unk if pt or user injury occurred. It is unk if medical intervention occurred. The date of event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. (B)(4) evaluated the device, and the motor would only operate for 30 seconds producing an e6 error. The motor also exhibited excessive vibration. The flex circuit and thermistor of the motor were damaged, and there was detergent residue observed on internal motor components. It was concluded that the unit had been immersed, causing internal damage to the motor and is indicate of improper cleaning of the device. If add'l info is received, a supplemental report will be sent. (B)(4).